Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not able to be confirmed. A root cause could not be identified. Based on the results of the investigation the cause was not known. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's image disappeared from the screen during the endoscopy. There were no reports of patient harm.